Event description:
During a laparoscopic cholecystectomy procedure, the surgeon fired the device and noticed that the proximal tip did not seem to fully close. Surgeon also noticed subsequent bile leakage. Surgeon replaced device with another one to complete the procedure. There was no reported pt consequence.